Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a1801. Patient problem code: f26.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: yes. Additional information: description of issue (what / why): particles in the blister. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement photo / sample available: yes impact to patient: no indication for that / not applicable connected device (pleurx/peritx/brand) pig1280k procedure performed by: employee procedure performed at: hospital. Additional information: information on the error pattern: error location: catheter type of error: soiled / contaminated / particles.

Event description:
Injury (patient / other): no. Device possibly involved in injury: no. Device available for examination: yes. Complaint: particles in the blister. Product information: additional information: description of issue (what / why): particles in the blister. How often occured defect: once. Medical intervention (other than first aid): no. Needle/probe stick: no. Other actions taken: no. Safety issue: no. Issue resolved: yes. How issue resolved / additional information: replacement. Photo / sample available: yes. Impact to patient: no indication for that / not applicable. Connected device (pleurx/peritx/brand) pig1280k. Procedure performed by: employee. Procedure performed at: hospital. Replacement requested: no. Credit requested: yes. Additional information: information on the error pattern: error location: catheter. Type of error: soiled / contaminated / particles.

Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: one photo and one sample of lot number 0001521879 were received by our quality team for investigation. Through visual inspection, a yellowish color particulate was observed inside of the package; therefore, the reported failure mode was confirmed. A review of the internal manufacturing device records and raw material history files for the reported lot number 0001521879 was performed and no recorded quality problems or rejections related to this incident were found. Product undergoes inspections during manufacturing, no issues related to the reported incident were identified, all procedural and functional requirements for product release have been met. A ftir analysis was performed to the particulate received, testing results are inconclusive. The particulate could not be identified. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.